Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a heavily calcified and mildly tortuous lesion in the superficial femoral artery (sfa). The 6.0x150mm absolute pro self expanding stent system (ses) was advanced to the target lesion however, after partially releasing the stent the thumbwheel became stuck. So the physician withdrew the sheath, guiding catheter and the ses with one unit and replaced another same size device to complete the procedure successfully. There was no reported adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.